Event description:
The report received from the affiliate indicated that during pta (stenting) in an 80% occluded lesion the right superficial femoral artery with moderate calcification and slightly vessel tortuousity, a 6x40mm 120cm smart control stent was delivered to the target lesion but it jumped approximately 1cm distally during the stent deployment and so the proximal lesion could not be covered. Therefore, an additional stent was placed proximally to the 1st smart control stent and the entire lesion was fully covered. The procedure was finished successfully and there as no reported patient injury. Ipsilateral femoral approach was chosen for the procedure. The product will not be returned for analysis. The product was stored, handled, inspected and prepped according to the instructions for use. There was nothing unusual noted about the stent delivery system prior to use. There was no difficulty encountered while advancing/tracking the sds towards the lesion. There was no thrombus present proximal to, at, or distal to the lesion site. It is not known if the lesion was pre-dilated prior to stent implantation. There was no difficulty or resistance noted while crossing the lesion with the stent. The smart control locking pin was in place during advancement towards the lesion. The locking pin was removed before attempting to deploy the smart control stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user held the handle of the smart control sds flat and straight outside the patient. There was no unusual force applied during deployment of the stent. No additional information is available.

Manufacturer narrative:
During stent placement in an 80% occluded lesion of the right superficial femoral artery with moderate calcification and slight vessel tortuousity, a 6x40mm 120cm smart control stent was delivered to the target lesion but it jumped approximately 1cm distally during deployment resulting in the proximal lesion not being fully covered. Therefore, an additional stent was placed proximally to the first smart control stent fully covering the lesion. The procedure was finished successfully and there was no reported patient injury. Ipsilateral femoral approach was chosen for the procedure. The product will not be returned for analysis. The product was stored, handled, inspected and prepped according to the instructions for use. There was nothing unusual noted about the stent delivery system prior to use. There was no difficulty encountered while advancing/tracking the sds towards the lesion. There was no thrombus present proximal to, at, or distal to the lesion site. It is not known if the lesion was pre-dilated prior to stent implantation. There was no difficulty or resistance noted while crossing the lesion with the stent. The smart control locking pin was in place during advancement towards the lesion and was removed before attempting to deploy the smart control stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user held the handle of the smart control sds flat and straight outside the patient. There was no unusual force applied during deployment of the stent. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15616980 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.